Event description:
A tandem mobi cartridge alarm was reported by the caller, indicating a malfunction with the pump. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. The caller declined further troubleshooting since the malfunction was resolved, stating they would call back if the issue persisted.